Manufacturer narrative:
A specific root cause could not be identified. From the provided calibration and qc data, a general reagent issue was excluded. A preanlytical issue was suspected as upon recentrifugation of the sample, the results generated were in the same range as the new blood draw and alarms were noted indicating a bubble in the sample.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable thyroid results for one patient sample. Of the data provided, only the results for free thyroxine (ft4) were discrepant. The initial result was 3.25 pmol/l and was reported outside the laboratory. The physician did not believe the result and ordered a new blood draw from the patient. The result from the new blood draw was 11.5 pmol/l. The primary tube of the original sample was recentrifuged and a new aliquot was tested on (B)(6) 2015 with a result of 12.4 pmol/l. The patient was not adversely affected. The reagent lot number was 183473. The expiration date was requested, but was not provided.